Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events known possible undesirable events and cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abdominal pain / left-sided pain. These events are anticipated in the reference safety information for essure. Coils were removed approximately 1 year and after insertion. Abdominal and chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain / left-sided pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient did experience abdominal pain and dyspareunia prior to the implant essure. On (B)(6) 2015, the patient started essure. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery ((B)(6) 2016: dilation and curretage and in the summer 2016: partial hysterectomy and bilateral salpingectomy to remove essure). At the time of the report, the pelvic pain had not resolved and the abdominal pain, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered pelvic pain, abdominal pain, dyspareunia, nausea and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was her bilateral fallopian tubes had occluded. On (B)(6) 2016, the patient presented to the emergency room with complaints of abdominal pain, nausea, and vomiting. She underwent an x-ray of her abdomen to evaluate her symptoms. On (B)(6) 2016, the patient presented to the emergency room with complaints of left-sided pain. The patient underwent an x-ray of her abdomen to evaluate her symptoms. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abdominal pain / left-sided pain. These events are anticipated in the reference safety information for essure. Coils were removed approximately 1 year and after insertion. Abdominal and chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain / left-sided pain') and genital haemorrhage ('abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient did experience abdominal pain and dyspareunia prior to the implant essure. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events known possible undesirable events and cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced nausea ("nausea") and vomiting ("vomiting"), 9 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2016: dilation and curretage and (B)(6) 2016: partial hysterectomy and bilateral salpingectomy to remove essure). Essure was removed in 2016. At the time of the report, the pelvic pain had not resolved and the abdominal pain, genital haemorrhage, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, nausea, pelvic pain and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: her bilateral fallopian tubes had occluded. Diagnostic results: on (B)(6) 2016, the patient presented to the emergency room with complaints of abdominal pain, nausea, and vomiting. She underwent an x-ray of her abdomen to evaluate her symptoms. On (B)(6) 2016, the patient presented to the emergency room with complaints of left-sided pain. The patient underwent an x-ray of her abdomen to evaluate her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event abnormal bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain / left-sided pain') and genital haemorrhage ('abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient did experience abdominal pain and dyspareunia prior to the implant essure. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events known possible undesirable events and cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced nausea ("nausea") and vomiting ("vomiting"), 9 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6) 2016: dilation and curettage and summer 2016: partial hysterectomy and bilateral salpingectomy to remove essure). Essure was removed in 2016. At the time of the report, the pelvic pain had not resolved and the abdominal pain, genital haemorrhage, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, nausea, pelvic pain and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: her bilateral fallopian tubes had occluded. Diagnostic results: on (B)(6) 2016, the patient presented to the emergency room with complaints of abdominal pain, nausea, and vomiting. She underwent an x-ray of her abdomen to evaluate her symptoms. On (B)(6) 2016, the patient presented to the emergency room with complaints of left-sided pain. The patient underwent an x-ray of her abdomen to evaluate her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain / left-sided pain') and genital haemorrhage ('abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and ovarian cyst. The patient did experience abdominal pain and dyspareunia prior to the implant essure. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events known possible undesirable events and cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. On (B)(6) 2016, the patient presented to the emergency room with complaints of abdominal pain, nausea, and vomiting. She underwent an x-ray of her abdomen to evaluate her symptoms. On (B)(6) 2016, the patient presented to the emergency room with complaints of left-sided pain. The patient underwent an x-ray of her abdomen to evaluate her symptoms. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced nausea ("nausea") and vomiting ("vomiting"), 9 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2016: dilation and curretage and summer 2016: partial hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the abdominal pain, genital haemorrhage, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, nausea, pelvic pain and vomiting to be related to essure. The reporter commented: product removal date updated from 2016 to (B)(6) 2016. Date of operation: (B)(6) 2016: procedure performed: total abdominal hysterectomy. Lysis of adhesions. Bilateral salpingectomy. Incision and drainage of bilateral ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: her bilateral fallopian tubes had occluded. Diagnostic results: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received. Reporter information, patient middle name, medical history, rcc added. Plantiff dob, product removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.